Event description:
He ## c/o clunking again but a main film showed the glenosphere had pulled out of the metaglene. The reduction films of (B)(6) 2012 do not show this. The shoulder was explored on (B)(6) 2012. I was unable to reapply the metaglene. The procedure was converted to a hemi - arthroplasty.

Manufacturer narrative:
It is not possible to see on the x-ray if the glenosphere was properly assembled on the metaglene during the initial implantation. A such glenosphere disassembly can be explained by a incorrect taper connection between the glenosphere and the metaglene. No further analysis could be carried out because no sufficient information was provided (no product returned, no batch number). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.